Event description:
A "check sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer required third-party treatment of sugar and glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Inspected the plug assembly, no issues were observed. Therefore, issue is not confirmed due to use as the sensor plug was not seated correctly. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer required third-party treatment of sugar and glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.